Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component. Unknown knee femur component. Unknown knee tibial insert component. Unknown knee patella component. Unknown bone cement. Attune pressfit str stem16x60mm knee tibial tray component.

Event description:
After implanting an attune knee revision with 16x60mm stem and 37 sleeve, surgeon noticed a linear fracture down the anterior tibial tubercle. Surgeon believes it was because of the ¿overly aggressive press-fit¿ of the new attune revision stems. Patient consequence? Unknown. Patient consequence description: limited weight bearing post-op.